Manufacturer narrative:
The steris service technician arrived onsite to inspect the surgical table. During the technician's inspection, he found the power supply and several wires and rear floor lock hose to be damaged. The technician stated that the probable cause of the reported event may be attributed to a leaking connection on the floor locks. The leaking connection caused damaged to the power supply subsequently causing the reported event to occur. The steris service technician took photos during his inspection and sent them to steris quality for review. Review of the photos showed the interior of the table base cover had smoke residue and a connection coupling that may have leaked near the controller assembly. There was also evidence of hydraulic fluid on top of and around the power supply. The technician repaired the table, tested it and confirmed the unit to be operating properly. The surgical table was returned to service and no additional issues have been reported. The surgical table was manufactured in 2015 and is serviced and maintained by the user facility's biomedical department.

Event description:
The user facility reported that their surgical table would not respond to hand control commands or back up control commands. No report of injury, procedure delays or cancellations.